Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The stimulation could not be reproduced during subsequent lead and range of motion testing. The lead was programed to a different pacing vector where no stimulation was observed and the patient was advised to contact their physician if the stimulation recurred. The lead remains in use. No further patient complications have been reported as a result of this event.